Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks. Upon interrogation, it was noted that the device exhibited non sustained right ventricular oversensing episodes and tachycardia episodes. The episodes showed low r-wave amplitudes, as well as atrial oversensing. Chest x-ray revealed that the right ventricular lead had dislodged. Tachycardia therapies were disabled. During repositioning of the lead while trying to extend the screw, the screw would not screw back. The lead was explanted and replaced. The patient was stable during and post procedure.